Manufacturer narrative:
Investigation summary: the investigation has been completed. Infection: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump passed all post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella cp device for mechanical circulatory support during a percutaneous coronary intervention. The patient arrived to the cardiac catheterization laboratory where diagnostic images found a highly calcified right coronary artery occluded proximally. The patient became hypotensive during the diagnostic imaging and required a levophed drip at 15 mcg/min, and the medical team decided to place an impella cp for support. The impella cp was inserted via the right femoral artery and support was initiated without any reported complications. Following a successful pci, the patient was transferred back to the intensive care unit for recovery. On support day three, it was noted that the patient was placed on antibiotics following a positive blood culture. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.